Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronics. Unable to verify low battery life due to blank display. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a low battery alert and after a battery change her display will not turn back on. The patient's blood glucose at the time of incident was 157 mg/dl. Troubleshooting was initiated for the blank display anomaly. The customer stated that she tried several different battery brands but the display remained blank. She also confirmed that the battery cap was undamaged, and that the pump had not been bumped, dropped, or exposed to moisture. The battery compartment and spring did not have damage or corrosion either. A new aaa alkaline battery was inserted into the pump but the display did not return. The battery cap contacts were cleaned and the battery was reinserted but there was no display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.